Manufacturer narrative:
Blocks b5, g4 (premarket / 510(k) #) and h11 have been corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed and the pusher catheter positioned outside the handle. Additionally, the device was returned with the guidewire stuck in the delivery system and could not be removed. It was necessary to cut the pusher catheter to identify if there was a kink in the axios device, but the kink was found in the guidewire. After this damage was identified, the guidewire was able to be released. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. The additional observed damages were likely due to factors encountered during the procedure. It may be that handling of the device and the technique used by the physician, limited the performance of the device and contributed to the observed damages. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed in the esophagus to treat a stricture. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for placement in the esophagus to treat a stricture. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the esophagus to treat a stricture during an esophagogastroduodenoscopy (egd) with axios placement procedure performed on (B)(6) 2025. The physician did not use cautery to cross the lesion. During the procedure, the stent was attempted to be deployed; however, during deployment, the coating of the guidewire sheared which resulted to the stent getting stuck and not being able to fully deploy. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed in the esophagus to treat a stricture. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed in the esophagus.

Manufacturer narrative:
Block d2b: pro code (product code): pcu; reported here as this exceeded character limit for the designated field. Block g4: premarket/510(k): k181905, k220112, k233318; reported here as this exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the esophagus to treat a stricture during an esophagogastroduodenoscopy (egd) with axios placement procedure performed on (B)(6) 2025. The physician did not use cautery to cross the lesion. During the procedure, the stent was attempted to be deployed; however, during deployment, the coating of the guidewire sheared which resulted to the stent getting stuck and not being able to fully deploy. The stent was removed from the patient partially deployed and another axios stent was used to compelte the procedure. There was no patient complications reported as a result of this event.